Manufacturer narrative:
The zoll console in complaint was evaluated at customer site on 06/14/2016. The event log could not be downloaded due to a faulty usb cable. In summary, the air trap block assembly was replaced to resolve the thermogard systems displaying mid: 09 error message. A faulty air trap block is likely the root cause of a mid: 09. The system was functionally tested after the replacement of the air trap block, no faults displayed. The thermogard tgxp went through functional, calibration and electrical safety testing. The system passed all final functional tests.

Event description:
It was reported that during setup of the thermogard ivtm system (s/n (B)(4)), the console displayed a mid: 09 (air trap assembly) error when powered on. Another unspecified system was used for patient therapy. No patient involved during this event. No additional information provided.